Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02175.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, while advancing a smart coil through the microcatheter, the physician experienced resistance in the middle of the microcatheter and, therefore, it was removed. The physician then advanced a new smart coil through the microcatheter; however, the same issue occurred. Therefore, the smart coil was removed. The procedure was completed using additional smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.